Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, non-sustained over-sensing due to noise on the right ventricular (rv) channel was noted. An unrelated episode of intermittent capture was also noted. The rv lead was capped and replaced. During the replacement procedure, no evidence of lead damage was found. The patient is in stable condition and is being monitored.